Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulse field ablation procedure a farastar generator was selected for use. During procedure, after 37 applications, error 303 appeared, then error 201 and 202 happened after a few errors 303. Troubleshooting was performed, the generator was restarted several times, the cable was exchange and a new catheter was opened, however this did not resolve the issue. The procedure was cancelled. No patient complications were reported. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that during a pulse field ablation procedure a farastar generator was selected for use. During procedure, after 37 applications, error 303 appeared, then error 201 happened after a few errors 303. Troubleshooting was performed, the generator was restarted several times, the cable was exchange and a new catheter was opened, however this did not resolve the issue. The procedure was cancelled. No patient complications were reported.